Manufacturer narrative:
G4:23apr2021. B4:26apr2021. The device was evaluated by the philips remote service engineer (rse) with the assistance of the customer and confirmed reported problem. The rse advised to replace the power switch overlay. The rse provided part ID for the power switch overlay to the customer to resolve reported problem. Attempts were made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 09 aug 2020.

Event description:
The customer reported check vent alarm - alarm light emitting diode (led) failure. The customer found an code consistent with alarm led failed. The remote manufacture service technician suggested repair per the service manual and provided part identification for the power switch overlay. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.